Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with an alleged patient result mismatch when using accu-chek inform ii meter serial number (B)(6). At 7:04 a.m., operator a performed a glucose test on patient a (with identifier ending with (B)(6) with the meter. Patient an ID was correctly scanned and resulted 11.0 mmol/l on the meter. This result was transmitted to the customer's laboratory information system (lis) under the correct patient ID (ID ending with (B)(6). At 7:07 a.m., operator b performed a glucose test on patient b (ID ending with (B)(6) using the meter. Patient b ID was correctly scanned and resulted 7.7 mmol/l on the meter. When this result was transmitted to the lis, it was somehow tagged to patient a's ID (ending with (B)(6) instead. Operator b checked on the meter and found that 2 results (11.0 mmol/l and 7.7 mmol/l) were both tagged to patient a's ID (ending with (B)(6). The result for patient b (ID ending with (B)(6) could not be found on the meter. The nurse in charge confirmed that the result of 7.7 mmol/l does not belong to patient a as the expected glucose result for patient a is around 10-11 mmol/l and a decrease of 3.3 mmol/l within 3 minutes was deemed not possible. Investigations performed at the customer site ruled out any possibility of a user error such as accidentally scanning the wrong patient ID. The patients were in different rooms and different operators handle the different rooms. The meter was logged out before operator b performed glucose testing on patient b. Operator b scanned the barcode on the patient's wrist tag and reflected as patient b's ID. Operator b confirmed and verified that the ID belonged to patient b before proceeding with the test. Testing was repeated on patient b using the same workflow and the result transmitted correctly to the lis as patient b's ID.

Manufacturer narrative:
The investigation did not identify a product issue. Several potential root causes such as communication issues, programming issues, decoding issues, production issues, and handling issues were analyzed. All root causes are very unlikely and most can be ruled out. The most possible root cause is a handling issue in creation of the wrist bands, having different barcode contents.